Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 390 (mg/dl). Reportedly, the customer felt the pump was not delivering the correct amount of insulin, but declined any further troubleshooting on the reported event. Customer administered an injection to stabilize bg level.